Event description:
Medtronic received information that following the implant of a medtronic transcatheter bioprosthetic valve, both perclose failed to close the femoral artery. An open surgical repair was performed. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).